Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the front panel touch screen remained blank. The cycler underwent and passed a voltage check. It was identified that the cause for the blank screen was due to an internal short present on a transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a registered nurse (rn) that the liberty select cycler made a burning smell and would not power on for the patients peritoneal dialysis (pd) treatment. The rn tried using different power outlets but the issue continued. At that point in time, the technical support representative advised to discontinue use of the cycler and a replacement cycler was issued. Upon follow up, the rn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The rn confirmed that they noticed a burning smell but no smoke, fire, or spark was observed when attempting to power on the cycler. The patient was able to complete treatment manually. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.